Event description:
During a robotic prostatectomy, physician attempted to remove the prostate as specimen when the endopouch ripped while partially inside pt. Surgeon was able to retrieve specimen, but was extremely concerned that he would have to go back in laparoscopically to obtain it. Surgeon was discontented with product and wanted addressed.unfortunately, the device was not saved.